Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of a break in aseptic technique (coded to peritoneal dialysis complication), fever and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). In 2011, a break in aseptic technique occurred described as the patient not cleaning the area before starting pd therapy and was non-compliant to treatment. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent abdominal pain and fever. The patient was hospitalized on the same date. The patient began remedial therapy with ciprofloxcin (200mg 3x/week). The event of peritonitis was ongoing and the patient condition was unchanged. It was unknown if the events of fever and break in aseptic technique had resolved. It was not reported if dianeal therapy was ongoing. Concomitant medications were not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.